Manufacturer narrative:
A visual examination of the device found the button, sheath, black suture and red strip present on the delivery system. The pullwire was attached to the wire loop of the delivery system. The pullwire was without issue. The c-flex tubing was torn in two sections and separated at approximately 2.2 cm from the proximal end. The two ends of the torn c-flex tubing were placed adjacent and it was noted that a small portion of the tubing was missing. The small portion of the c-flex tubing was not returned. The c-flex tubing appears to have failed while undergoing tensile force. The condition of the returned unit was consistent with the complaint incident that the delivery system tubing separated. Based on the event description and evaluation of similar returned complaint devices, the delivery system tubing most likely received excessive tensile force during placement which caused the tubing to fail. Therefore, the most probable root cause is operational context. A review of the device history record was performed for lot 14274261 and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 14274261.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure the physician made approximately a 2 cm t-incision at the target site. As the physician was withdrawing the device he encountered resistance and increased the incision by 5mm being careful not to cut the delivery system. The c-flex tube detached approximately 1cm above the heat shrink and fell into the patient¿s stomach. The physician retrieved the device endoscopically. The physician attempted to replace the device with a new one however, the procedure was aborted because air leaked into the abdominal cavity causing circumscribed peritonitis. There were no serious injuries. The patient was administered an antibiotic and is under follow-up care.

Manufacturer narrative:
The exact age of the patient is unknown however over 18 years old. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011. According to the complainant, during the procedure the physician made approximately a 2 cm t-incision at the target site. As the physician was withdrawing the device, he encountered resistance and increased the incision by 5mm being careful not to cut the delivery system. The c-flex tube detached approximately 1cm above the heat shrink and fell into the patient's stomach. The physician retrieved the device endoscopically. The physician attempted to replace the device with a new one, however, the procedure was aborted because air leaked into the abdominal cavity causing circumscribed peritonitis. There were no serious injuries. The patient was administered an antibiotic and is under follow-up care.